Manufacturer narrative:
A4 is unknown. The pump and purge cassette were returned for investigation. An evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed new onset neuro changes and heparin was withheld. During explant, the physician pulled the device into the graft and during that action, the cannula of the 5.5 separated from the rest of the catheter and remained inside the graft and the axillary artery. This led to bleeding through the graft that was not controllable and thus the surgeon pushed the cannula back into the axillary artery to gain control of the bleeding through the graft. The cannula was retrieved from the axillary artery via fluoroscopy and the axillary artery was repaired with a bovine patch. A hemi-sternotomy was performed on the patient in order to get proximal control of the vessels to reduce bleeding risk. The pump was successfully weaned and explanted, and the patient survived the event. After returning from the cath lab the patient developed new neurological changes and a cerebrovascular accident. Heparin was withheld.